Event description:
Inbound. Patient reports no disposable alarm on both pumps while using prefilled cassette that was started at about noon on (B)(6) 2022, she is not sure which shipment it came from, so lot number and expiration date are not available. No further details provided.